Event description:
The consumer got off the school bus and was upset and trying to get off of the chair. The driver alleges there was something wrong with the chair. The alleged damage appears to be outside of the weld area. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model patriot serial number (B)(4) is approximately 3 years old. User manual part number 1088909 rev d (jan-07) was provided with this device. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." Three photos were provided which show a break in one of the vertical support braces approximately 2 to 3 inches above the axel of the wheel. The break is horizontal and complete. The support brace can be seen in two sections. It is unknown if the consumer read the safety instructions found on page 16. The safety instructions are: "section 2 - safety/handling of wheelchairs "safety and handling" of the wheelchair requires the close attention of the wheelchair user as well as the assistant. This manual points out the most common procedures and techniques involved in the safe operation and maintenance of the wheelchair. It is important to practice and master these safe techniques until you are comfortable in maneuvering around the frequently encountered architectural barriers. Use this information only as a "basic" guide. The techniques that are discussed on the following pages have been used successfully by many. Individual wheelchair users often develop skills to deal with daily living activities that may differ from those described in this manual. Invacare recognizes and encourages each individual to try what works best for him/her in overcoming architectural obstacles that they may encounter, however all warnings and cautions given in this manual must be followed. Techniques in this manual are a starting point for the new wheelchair user and assistant with "safety" as the most important consideration for all." On page 17 the following is provided: "coping with everyday obstacles - coping with the irritation of everyday obstacles can be alleviated somewhat by learning how to manage your wheelchair. Keep in mind your center of gravity to maintain stability and balance."